Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that patient experienced infection and this cardiac resynchronization therapy defibrillator (crt-d) with the rest of the leads were explanted. No additional adverse patient effects.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection. The entire system was extracted and the patient was treated with intravenous antibiotics to resolve the issue. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.